Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a powerpicc implanted on (B)(6) 2022. On (B)(6) 2022, leakage occurred from the insertion site. When the catheter was flushed with heparin saline because the catheter was suspected to be damaged, white medicine (intralipos) leaked. There was no reported patient injury.

Manufacturer narrative:
It was reported that the patient had a powerpicc implanted on (B)(6) 2022. On july 8, 2022, leakage occurred from the insertion site. When the catheter was flushed with heparin saline because the catheter was suspected to be damaged, white medicine (intralipos) leaked. There was no reported patient injury. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were observed throughout the sample and curved shape memory was observed along the length of the catheter shaft. Microscopic inspection of the sample did not reveal any damage or evidence of leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) pressurization of the sample. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the patient had a powerpicc implanted on (B)(6) 2022. On july 8, 2022, leakage occurred from the insertion site. When the catheter was flushed with heparin saline because the catheter was suspected to be damaged, white medicine (intralipos) leaked. There was no reported patient injury.